Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0faj7, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing retention. The patient had interstim for oab (overactive bladder). Currently implantable neurostimulator (ins) was turned off, which was verified by checking with patient controller. The patient had a surgical procedure yesterday and it was suspected ins was turned off prior to surgery. The reporter planned to leave off for now. Follow up information received from the healthcare professional (hcp) reported that it was unknown if the patient was receiving a greater than 50% reduction in their symptoms. The cause of the issue was determined and noted as not device related. It was reported that reprogramming was needed and that the program was changed on (B)(6) 2014. No troubleshooting, interventions or other actions were taken. The patient outcome was reported as not recovered and the symptoms/issues were ongoing. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.